Event description:
During service of the unit an intermittent power loss condition was found. Repaired solder joint on power board to correct the failure mode.

Event description:
The unit alarmed power loss while no external power and switched to internal battery. No MDR required.